Event description:
An optometrist reported a patient with chronic photophobia in both eyes approximately two months following lasik treatment. The optometrist questions whether it is transient light sensitivity syndrome (tls) or if the photophobia is secondary to chronic dry eye. Follow-up with a technician indicated the patient's symptoms are resolving. On a scale from 1 to 10 her initial symptoms were rated as 9 and at her last visit the patient rated her symptoms as 2. The patient discontinued steroid drops and is not scheduled to return until her annual examination. There are two medical device reports associated with this event. This report is for the patient's right eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).